Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Additionally, the observed slight dizziness is a possible known post-operative side effect of ci implantation. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
After the implantation surgery the recipient complained of slight dizziness. However, the user remained implanted and used the device until (B)(6) 2017, when the hearing perception with the device started to be affected. Before then the hearing performance with the device was fine. Re-implantation took place on (B)(6)2017.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After the implantation surgery the patient complaints about dizziness. The hearing perception with the device is affected. Two or three months ago the hearing performance with the device was fine. External parts have been checked without improvement. There are no reports of accident or trauma. CT imaging was done. The patient will be seen on (B)(6) 2017.